Manufacturer narrative:
Complaint (B)(4) retrospective filing no samples were received for evaluation. We have no further complaints on the material/batch. A check of quality, production and maintenance records shows no deviations related to the reported issue. Customer further indicated that the issue was limited to one patient with elevated protein levels and they have no additional issues. Gel on top of serum/plasma after centrifugation may occur with certain patients with certain conditions and lead to clogged instrumentation. In clinical chemistry 53, no. 2, 2007 there is an article which describes occurrences of the same issue observed in bd serum and plasma gel tubes. When customer encounters patients with high density/viscosity of blood, we recommend that blood samples be collected in non-gel tubes. The alleged malfunction is not justified.

Event description:
Customer advised that they have experienced an issue where the gel barrier does not move between the plasma and the cells, and remains on top of the plasma. Customer centrifuges for 5 minutes at 4000rmp and validated the alternative centrifugation over 15 years ago for the vacuette tubes. Customer could not or would not advise if there was a specific patient condition for all four specimens but commented that these are normal patients and they do not have high proteins. Customer commented/observed that the gel appears to be lighter or whiter color than they are accustom to observing. Customer confirmed no storage issues occurred with the lot.